Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this previously capped right ventricular (rv) lead was part of a system revision due to infection. There was no additional adverse patient effects were reported. This previously capped rv lead was explanted.